Manufacturer narrative:
Correction to date fields.

Event description:
One in.pact admiral paclitaxel-eluting pta balloon catheter was used to treat the right popliteal . Approximately 23 months post procedure stenosis of the right popliteal (75%, was reported. The investigator assessed that the event was not related to the study device, procedure or drug. Non-mdt pta ballooning was used as treatment 6 months later. Outcome is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.